Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.0/+5.5/100 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2019. The lens was explanted due to excessive vaulting. The lens was exchanged for a shorter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
H3- device evaluation: lens was returned dry with clear surgical residue/debris in a micro centrifuge vial. Visual inspection found no visible damage with foreign residue and debris on the lens. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5- "the lens was exchanged for a shorter lens on (B)(6) 2019. The exchange resolved the problem." Should be added to the initial MDR. D7- "(B)(6) 2019" should be added to the initial MDR. D11- "foam tip plunger model ftp- lot# 1454829" should be added to the initial MDR. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b3- "(B)(6) 2019" should be removed from supplemental MDR #2. B5- statement should be removed from supplemental MDR #2. D7- "(B)(6) 2019" should be removed from supplemental MDR #2. Claim# (B)(4).